Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va03wp5, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# va04wj8, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# va02nnp, implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient had experienced intermittent shocking when using stimulation. Impedance testing and x-rays were performed and revealed nothing abnormal. Stimulator was reprogrammed and the patient was instructed to see if sensation continued. Patient status at the time of this report was alive with no injury. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.